Event description:
It was reported that during implant of the right atrial (ra) lead there was difficulty inserting the stylet into the lumen. Multiple stylets were attempted. Finally a stylet was able to be inserted after using extreme force. Several stylets were used to get the lead in place, however once the lead was in place there were varying thresholds, non-capture, low p waves, and multiple dislodgments. The physician was concerned about lumen damage so the lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the stylet/guidewire was kinked/buckled, the distal lv (low voltage) electrode of the lead was covered in blood, visual summary analysis of the lead indicated stretching and damage at implant. (B)(4).